Event description:
A malfunction alarm was reported by the customer concerning their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to report if any malfunction code recurs.